Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The target lesion was located in the non tortuous, mildly calcified, 85% stenotic obtuse marginal (om). Plavix, benadryl IV, lopressor, lovenox were given pre procedure. The vessel was predilated with a maverick 2.0 x 9 mm balloon. The taxus express2 8.8% 2.75 x 8 mm drug eluting stent was deployed at 12 atms for 35 seconds. The physician experienced difficulty crossing the lesion. The balloon would not deflate post deployment of the taxus stent. The physician attempted to deflate several times and eventually was able to deflate the balloon after inflating at 28 atms. The balloon was then able to be removed. The stent was fully expanded and well positioned and well apposed. The patient did suffer ischemia which resulted in acute pulmonary edema. The patient is now in a skilled nursing facility.